Event description:
On insertion of the intra aortic balloon, there is blood bleeding back through the hemostasis valve of the sheath while the guidewire is still in position. Once the balloon is in place, no blood was noted bleeding back through the sheath. Intra aortic balloon pump continued without further problems. No product was returned to datascope for evaluation. The intra aortic balloon was used. (Event complications: none from the event - reported 8/4/98.) (Pt's current status: unk - reported 8/4/98.)